Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, the reported single leaflet device attachment (slda) appears to have been a result of a combination of challenging patient anatomy and procedural conditions. The reported poor visualization was due to procedural conditions. The reported additional therapy/non-surgical treatment was a result of case specific circumstances, as an additional clip was deployed to stabilize the slda. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda) requiring an additional clip. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The xtr clip delivery system (cds) was advanced to the mitral valve and the clip was implanted. An ntr cds was advanced to treat a lateral jet noted after the first clip. The second clip was deployed with good outcome, reducing mr to trace. After the clip was deployed, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). A third clip was implanted for stabilization. Three clips implanted, reducing mr to <1. Imaging was distorted when implanting the second clip due to the first clip implanted. The procedure was successful. No additional information was provided.